Event description:
Patient was seen and referred for ICD lead extraction and generator change. He had a sprint fidelis lead, which was on recall did not demonstrate any inappropriate sensing and had chronic stable pacing, sensing, and impedance values, but due to concern over acceleration of failure rate, the patient wished for elective extraction and replacement at generator change. Additionally, he had an entrust ICD generator which is on advisory for possible early battery depletion and he presents for elective generator replacement due to concerns of possible rapid battery depletion after reaching eri, although no problems have been noted with current device.